Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a abs-10060r angel machine is not working properly. This occurred during an unknown case, every time a spin was attempted a message appears that the separation chamber is not properly attached. It also makes an extremely loud noise, and smells like something is burning. There was no patient effect reported. No additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation showed that the device had oxidation spots, paint was falling off on the back, and the rubber sealer had wear marks. Functional testing identified that when the device was turned on, it started heating up after a few minutes. It displays the message of the separation chamber on the screen and is noisy when running. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.